Event description:
It was reported that the 9900 system would not save image outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was set to auto save during the service call. The system was found to be working as intended and put back into service.